Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside syringe before use.

Manufacturer narrative:
Correction: describe event or problem: it was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside syringe before use. It was reported that 3 devices were affected by foreign matter. Investigation summary: a batch history review showed no non-conformances associated with this issue during the production of this batch. We have been provided with the affected samples. After the evaluation of the returned samples, we concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside syringe before use. It was reported that 3 devices were affected by foreign matter.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date and device manufacture date.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle had foreign matter inside syringe before use.